Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the green indicator was flashing but when the surgeon tried to fire, the stapler did not fire. A new device was used to resolve the issue and complete the case. There was no patient injury.